Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a high questionable troponin t hs result for one patient sample. The initial result was 76.41 ng/l and was reported to the ER. The results from a second sample drawn from the patient three hours later were 6.37 ng/l and 6.67 ng/l. The repeat results for the original sample were 6.41 ng/l and 6.49 ng/l. No action was taken for the patient and no adverse event was alleged. The reagent lot number was 17645200 with an expiration date of 12/31/2017. The customer stated the reagent cassette in use for the initial result was almost empty. With a new reagent cassette, the results were good and repeatability was acceptable for this and other samples. Analyzer performance testing was completed and was within specifications. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The qc was acceptable at the time of the event and no reagent issue was suspected. Possible general root causes include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.